Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the overlay was broken and it was replaced. Analysis also found that the link electronic module board was unplugged from the power supply. (B)(4).

Event description:
It was reported that the programmer had a broken touch panel. The programmer was returned for service. No patient complications have been reported as a result of this event.